Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. He was nauseous and was vomiting. The customer treated his blood glucose level with syringes at home. The customer was admitted into the hospital on (B)(6) 2017 as a result of his high blood glucose level. Customer's blood glucose level started at 600 mg/dl and an hour later went up to 720 mg/dl. He experienced a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization and took it off when admitted into the hospital. Customer's blood glucose level did not go down until changing the tubing. The high pressure test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump also passed the delivery accuracy test. The pump had a small crack on the reservoir tube.